Event description:
It is a constant pain in my abdominal area(especially during menstrual), constant back pain(natural child birther here), discomfort during sex reoccurring headaches and mood swings. This method of birth control wasn't just a recommendation from my ob/gyn but more, my dr's only recommendation.....I just want them gone!